Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08026; 2938836-2020-08028. It was reported that when the patient presented for follow up in clinic, noise, inappropriate auto mode switch episodes, noise reversion was noted on both atrial and ventricular lead. High ventricular rate was also noted. The noise could not be reproduced in clinic. No intervention was made. The patient was stable, non-dependent and will continue to be monitored.